Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a right hemicolectomy procedure, the staple line of distal part was malformed after firing. There were no adverse consequences for the patient.